Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sg values; however, no clear cause for the variability was identified. Customer care recommended that the user enter additional calibrations once the system enters the weekly calibration phase to improve system accuracy. Further follow up for troubleshooting was not possible as the user was unresponsive to multiple communication attempts. Further investigation was not possible.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.